Event description:
When attempting to hot snare a polyp, the device would not open fully. Polyp was still successfully retrieved due to the tech and doctor's persistence, however, device did not retract smoothly.